Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead lv1 electrode impedance sometimes measured high/undefined through the analyzer, however impedance lowered to normal range after the lead position was changed. After final placement of the lead, occasional high/undefined measurements were still observed on the lv1 electrode as well as no pacing at maximum outputs. When connected to the device, lv1 impedance still measured high/undefined, however the other lv lead polarities were measuring within normal ranges. The lead was ultimately implanted successfully with vectors in use that did not involve lv1. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.